Event description:
Reporter states customer had low blood glucose symptoms with blood glucose result of 135 mg/dl taken on the advantage system; reporter treated her with jelly (customer was unable to self treat). No actions taken based on device result. Requested return of suspect device and replacement was sent.